Event description:
It was reported that after successful insertion of the "iab", the balloon pumped for about 30 seconds, but the pressure wave form was lost. As a result of this, the iab was removed without any pt complications.